Event description:
On (B)(6) 2007, the pt was implanted with an scs sys. The pt's charger would lose communication with the ipg after only a couple of seconds. The clinical specialist tried his demo charging sys to no avail. The programmer could communicate with ipg and stimulation worked fine. Eventually, the pt lost stimulation and the ipg went to "stim off". There was no swelling at the generator site and the pt denied falling or hitting the ipg at any time. There was also no weight gain or loss. The clinical specialist tried adding and subtracting space and repositioning the antenna during the attempts to charge. On (B)(6) 2010, the pt was revised and implanted with an eon mini and stimulation was re-captured. The pt is doing very well now.

Manufacturer narrative:
Method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: minor scratches were observed on the header, antenna cover and can. The ipg successfully communicated with a lab pt programmer and displayed warning message "!corrupt! Program -off-". The ipg also successfully communicate with a lab charger and was charged for about 15 minutes with no interrupted charging. The ipg was tested on the auto-tester and passed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint could not be confirmed for "charger can't locate ipg." The returned ipg successfully communicated with a test standard charging sys and was charged for 15 minutes with no interrupted charging. The ipg also passed all other tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.